Manufacturer narrative:
Ge healthcare's (gehc) investigation has been completed. It was identified that the blender shaft was damaged (bent), which caused the blender failure. This led to inability to control the oxygen concentration. Per user manual instructions, the pre-use check instructs the user to check the oxygen concentration with an independent oxygen analyzer per hospital practices. Additionally, follow-up with the customer concluded that there was only a suspicion of a potential cyanotic heart defect, but it was not a diagnosis. Therefore, there was no invasive testing nor were there any changes in the clinical management of the patient during this time. The patient's need for 8 hours of supplemental oxygen was due to underlying patient conditions and was not related to the blender malfunction. There was no serious injury. Corrections to the following blocks: d1 product name. D4 serial number. D4 model number. H4 date of manufacture. H1 type of reportable event updated from serious injury to malfunction based on investigation findings.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The blender was replaced to resolve the issue. Block a: no report of patient involvement. Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226.

Event description:
It was reported that there was a malfunction resulting in loss of oxygen therapy. There was no patient involvement.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided. Based on the additional information provided, the following blocks have been updated: b1adverse event. B2 outcomes. B5 event description. G3 date received by manufacturer. H1 type of reportable event. H3 device evaluated by manufacturer. H6 event problem and evaluation code.

Event description:
The hospital reported that the loss of the giraffe irs blender's o2 adjustment prevented the clinician's ability to achieve the target o2 concentrations. Allegedly, this significantly prolonged the length of time required to saturate the patient to 100% and briefly led to a misdiagnosis of a cyanotic heart defect, until the clinical staff had recognized the blender allegedly was not providing 100% o2. Ge healthcare will submit a follow-up report when the investigation has been completed.